Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a healthcare professional. The patient underwent an initial left tha on (B)(6) 2017 due to severe oa; no intraoperative complications identified. The patient was revised on (B)(6) 2019 due to pain and metal related pathology. MRI showed significant inflammatory fluid around the hip however no evidence of purulence or metal debris. There was mild wear of the trunnion with some very mild metal debris around the inside of the femoral head. Polyethylene intact without gross wear. Locking ring was functional. Acetabular cup was well fixed. Pathology study showed ischemic necrosis, chronic inflammation, and negative for acute inflammation or neoplasm. Labs taken (B)(6) 2019 and (B)(6) 2019 showed elevated cobalt and chromium levels. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. H6 proposed component code: mechanical (g04)-head. Visual examination of the returned product identified signs of being implanted worn / foreign material for the head. The head was submitted for further analysis. Analysis determined a consensus modified goldberg score of 4. A score of 4 corresponds to damage over the majority of the surface with severe corrosion attack and abundant corrosion debris. Review of complaint history identified additional similar complaints for the head, no additional complaints for the stem, and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Root cause unchanged. This complaint was confirmed based on the provided medical records and returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#00-6310-060-32 xlpe 10 deg poly liner 60x32 lot#63619382. Cat#00-7711-010-10 taper stand offset red neck 10 lot#63652605. Cat#00-6200-060-22 f/m acet shell 60mmod cluster lot#63663753. This event was previously reported on 0001822565-2020-03942. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-04270.

Event description:
It was reported that patient underwent left total hip arthroplasty. Subsequently, patient underwent a revision procedure due to metallosis or trunnionosis type of reaction and pain. There was no metal debris in the superficial fluid, but it was not normal in appearance. There was mild wear of the trunnion with some very mild metal debris around the inside of the femoral head. The acetabular cup was noted to be well fixed. The polyethylene liner and head were removed and replaced.